Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the reason for the sleeve gastrectomy? Obesity. If the procedure took place to reduce the patients weight, was this the first surgery or had there been some before? 1st surgery. Has additional tissue to be cut out? If yes, please specify the amount of additional tissue in cm. I don¿t understand the question. Please explain. Has anyone claimed that the new created stomach was the main cause for the stenosis? Yes. The patient couldn¿t eat (only drink) due to stenosis of the stomach and remained for more than a month in the hospital, was this only related to the issue with the device, or were there other circumstances or patient conditions that may have caused this? Device only. Was the force to fire higher or lower than expected? Nothing unusual. Was buttressing material used? No. Were any staples delivered? If so, what was their form? Yes, the staples were open was a bougie used? Yes. What is the current patient status? There was a conversion to gastric bypass after 40 days. The patient is ok..

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after two firings with the linear cutter with two green reloads and two blue reloads, the fifth firing (using again a blue reload) failed to place clips and the stomach was cut but not closed. The doctor placed a new blue cartridge, fired again the instrument to close the stomach and the operation was finished, leaving the female patient with a very narrow stomach. After that, the patient couldn't eat (only drink) due to stenosis of the stomach and remained for more than a month in the hospital. Today the doctor informed me that the patient has to reenter the or this week, five, in order to have a stent placed in her stomach and if this surgery is not successful then they must perform a gastric by-pass in the next few days. One device was discarded.